Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Cause of bg level was not clear. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and glucose, resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.